Manufacturer narrative:
Qn (B)(4).

Event description:
The complaint is reported as: the patient, a (B)(6) male, was admitted as an inpatient on the (B)(6) 2020 at 21:15 with severe acute respiratory syndrome. This was suspected to be the result of a covid-19 infection. On the (B)(6) 2020 a left internal jugular vascular catheter (a dialysis line for kidney support) was inserted by a senior critical care registrar. This process involves placing a line with the assistance of a guidewire. Once the line is placed the guidewire is removed. The procedure was performed under uss guidance and was documented in the patients' medical notes as uncomplicated. There was also documentation of removal of the guidewire and at the time it was believed the entirety of the guidewire had been removed intact. The dialysis line was never required following placement, but was found not to be aspirating on (B)(6). Critical care staff attempted to rewire the line but this failed, no retained items were noted at this point but the line was noted to have a severe kink. The decision was made to replace the line and so the line was removed by a critical care practitioner (ccp) to prepare for replacement. On removal of the line a piece of the previous guidewire was seen at the skin. This was subsequently removed without complication. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the patient, a (B)(6) male, was admitted as an inpatient on (B)(6) 2020 at 21:15 with severe acute respiratory syndrome. This was suspected to be the result of a covid-19 infection. On (B)(6) 2020 a left internal jugular vascular catheter (a dialysis line for kidney support) was inserted by a senior critical care registrar. This process involves placing a line with the assistance of a guidewire. Once the line is placed the guidewire is removed. The procedure was performed under uss guidance and was documented in the patients' medical notes as uncomplicated. There was also documentation of removal of the guidewire and at the time it was believed the entirety of the guidewire had been removed intact. The dialysis line was never required following placement, but was found not to be aspirating on (B)(6). Critical care staff attempted to rewire the line but this failed, no retained items were noted at this point but the line was noted to have a severe kink. The decision was made to replace the line and so the line was removed by a critical care practitioner (ccp) to prepare for replacement. On removal of the line a piece of the previous guidewire was seen at the skin. This was subsequently removed without complication. No patient harm was reported. The patient's condition is reported as fine.